Manufacturer narrative:
Concomitant medical products: product addr01 ipg, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.